Event description:
(B)(4). It was reported that post procedure a percutaneous coronary intervention, myocardial infarction and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a long de novo lesion located in the proximal left circumflex (lcx) artery extended to distal lcx with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.00 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, patient¿s electrocardiogram (ECG) revealed st elevation and elevated cardiac enzyme values were observed. Cardiac catheterization was recommended. One day from admission, the physician noticed 90% stenosis of the previously placed study stent located in proximal lcx and was treated with a 3.5mm x 26 mm non-bsc stent, and post dilation stenosis was 0%. The event was then considered as resolved and patient was discharged on aspirin and clopidogrel one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Promus element plus clinical study. It was reported that post procedure a percutaneous coronary intervention, myocardial infarction and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a long de novo lesion located in the proximal left circumflex (lcx) artery extended to distal lcx with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.00 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, patient's electrocardiogram (ECG) revealed st elevation and elevated cardiac enzyme values were observed. Cardiac catheterization was recommended. One day from admission, the physician noticed 90% stenosis of the previously placed study stent located in proximal lcx and was treated with a 3.5mm x 26 mm non-bsc stent, and post dilation stenosis was 0%. The event was then considered as resolved and patient was discharged on aspirin and clopidogrel one day post procedure.